Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable during the patient's unrelated lead replacement procedure on (B)(6) 2022 (manufacturer report number: 3006705815-2022-16784) where the device was placed into surgery mode. As a result, the ipg was explanted and replaced during the procedure.

Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state which occurred during the patients lead revision procedure. This issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. The report stated that during the patients lead revision the device stopped communicating and that the device was previously operational. As a result of this finding, actions have been taken to prevent reoccurrence.